Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction does not meet the standard value due to wear of angle wire, water removal ability does not meet the standard value due to clogging of nozzle, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, water tightness is lost due to deformation of grip and due to deformation of up/down knob, the play of up/down knob is out of the standard value due to wear of angle wire, adhesive on distal sheath has white-clouded area, crack of resin part and part of the insertion tube was caught and pinched causing the insertion tube to become deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastroinestinal video scope objective lens is scratched. It is unknown when the event occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the nozzle was flushed with water and air, and the nozzle was flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.